Manufacturer narrative:
Customer contact information was provided and is as follows: (B)(6). Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. There were no triggers identified for the review period. A cr/CAPA/scar/ncmr review was conducted for the two year period (B)(6) 2019 through (B)(6) 2021. There was CAPA mah (B)(4) identified for the reported failure mode ¿drive manifold assembly¿ and product ¿cardiosave¿.

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device: after confirming calibrations were fine and no issue found with the compressor output test, as well as with the safety disk or pim, the getinge field service engineer (fse) resolved the issue by replacing the drive manifold assembly. The fse successfully completed all manifolds test, and then performed a full pm with calibration, functional and safety checks to meet factory specifications. Safety disk has been replaced at 6000000 interval, tidal volume disk as been replaced at 12000000 interval. The iabp was then released to the customer and cleared for clinical service. Upon completion of our investigation, a supplemental report will be submitted. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed the drive manifold test. There was no patient involvement, and no adverse event reported.